Event description:
With a patient on the table top, both leg sections (reverse back) of the device broke at the pivot point. The patient slid out of position but remained on the table. Patient was transferred to another table and the procedure was completed. No injury to the patient reported. (B)(4). MFR - 8010652-2014-00006.